Event description:
Customer reported that charging port was worn down, requiring adjustment of the cord to charge the device. There was no adverse impact to the customer's blood glucose level. Customer opted out of troubleshooting, and no additional information was received regarding actions taken.